Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was in disconnected mode. A technical support specialist dialed into the station and observed the disconnected mode icon due to outdated patient and order data, then accessed the server with a passcode provided by information technology (it) team, ran a downtime query confirming time synchronization and no disconnected flag, restarted all relevant services including data synchronization, external messaging, net, and bd pyxis external inbound processor services, identified delayed patient and order information on health sight viewer (hsv) caused by epic, noted that device downloads had been stopped for 739,376 days on the station, performed a full synchronization by using knowledge article ¿proper data sync 2.0 procedure¿, and confirmed that the disconnected mode icon was cleared. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server station was in disconnected mode. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.